Event description:
A philips ultrasound system and model x7-2t transducer was associated with a patient death event. The patient underwent a cardiac procedure (implantation of an implantable cardioverter-defibrillator (ICD)) for treatment of ventricular tachycardia. Additional follow-up care was needed 16 days later, and a device-related problem (deterioration in image quality) was reported during this incident. According to the customer, the image quality did not appear to have had any consequence on the subsequent course of care. The patient's condition deteriorated to multi-organ failure and the patient ultimately died a few days later of cardiogenic shock in the context of end-stage heart failure. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The transducer was returned to philips for r&d assessment and evaluation. An investigation was conducted to determine the cause of the reported problem. While the image artifact described by the customer could not be replicated during testing, the noise pattern in the provided sample image aligns with behavior caused by an intermittent electrical connection, commonly associated with fluid intrusion or corrosion at the connector pins. Evidence of fluid exposure was found in both the transducer's mid-handle and also the system connector areas. Based on these findings, the most probable cause is an intermittent electrical connection due to fluid exposure. The transducer was replaced to address the customer's concerns, and no further similar events have been reported.